Event description:
The district sales manager received a call, approximately two hours prior to the case, requesting he be present for the case. This was not possible nor was it encouraged as the physician was told that co preferred the case not been done as co is not indicated for plaque excision of non-native lesions. The physician elected to go ahead with the case. A filter wire was placed within the graft and they proceeded to treat the lesion. The device was inserted 2 to 3 times. After the first insertion, small amounts of plaque were removed from the catheter. It appeared, while observing the case from the audience, that the physician was passing device outside the lesion and into the graft. After the second insertion, the filter wire was pulled out and the physician retrieved a long white strip of material. It appeared to be a long strip of the ptfe graft. There have been attempts to contact the physician in an effort to gain more information on the case chosen, the size of device used etc., but to no avail.